Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 2016-jan-20, UDI#: (B)(4), product ID: 8731sc, serial/lot #: (B)(4), ubd: 2013-mar-01, UDI#: (B)(4). Eval, method, conclusion codes apply to the catheters. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from company representative (rep) indicated the patient was under fluoroscopy assessing the catheter. It was noted it was an older catheter and the rep proceeded to ask if the 8709 or 8731sc had radiopaque silicone. It was further reported they were doing a catheter revision and the call was disconnected before further information could be obtained. Patient symptoms were not mentioned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-aug-13. It was reported that the catheter revision was due to the infection as during the explant procedure, the catheter had been tied off. The catheter revision occurred during the pump explant procedure due to the previous issues with seroma and infection. It was unknown if the catheter was causing the seroma issues and it was undetermined if there was a catheter issue. It was noted that the patient had previous issues with seroma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (7.5 mg/ml at 1.4170 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was explanted, on (B)(6) 2019, due to an infection. It was noted the pump was functioning normally before explant. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and the patient fluids were tested. The fluid came back positive for infection. The pump was explanted and the catheter was tied off. It was noted the issue has been resolved. The pump was discarded by the customer. The pump will be replaced once the patient fully heals. It was noted the patient had a seroma on (B)(6) 2019 that was drained in office. At today's procedure, the seroma was noted in the pocket along with infection. The patient's weight was (B)(6).